Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a right inguinal hernia repair procedure on (B)(6) 2017 and the mesh was implanted. The next morning the patient experienced an inguinal pain 4 of 10 and exit allowed. On (B)(6) 2017 the patient developed a fever of 38.5 °c/101.3 f and pain. The patient was re-admitted on (B)(6) 2017 with large inflammation, fever 38.5 °c /101.3 f and clean scar. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 04/14/2017. Additional information was requested and the following was received: the patient demographic info: age, gender, weight, bmi at the time of index procedure - male, (B)(6). What were current symptoms following the index surgical procedure? Onset date? - an almost immediate "allergic" reaction in post-op, resulting in acute pain and appearance of a very important inflammation, disappearing within hours after the mesh was removed. Was the procedure open or laparoscopic? - open. Other relevant patient history/concomitant medications - na. What is physician¿s opinion as to the etiology of or contributing factors to this event? - it may be a reject phenomenon. Usual procedure, usual short surgery time. Did the patient receive any medical or surgical intervention for the pain, inflammation or fever? - yes. Reoperation at d8. Removal of the mesh and very quick clinical improvement. Disappearance of the pain after the mesh was removed. Is it believed that the patient was experiencing an infection? - yes. What is the patient¿s current status? - the patient is fine. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.